Event description:
On behalf of the institution named above, I acknowledge that we have received, read and understand the boston scientific field correction notification package dated 2009, which included important information related to revised directions for use for the boston scientific flexima and percuflex drainage catheter family (pigtail style).